Manufacturer narrative:
The report received from the affiliate indicated that after an angiogram, the physician used a 6 fr. Exoseal vascular closure device (vcd) to achieve hemostasis. The product was reported to have functioned correctly. Compression of the site was done for about five (5) minutes. A minute later, a lump/pseudoaneurysm was noted. Compression was done for five hours. Ultrasound was done the next day and the lump had subsided. The patient has been all right since the event. The event resulted in an overnight stay in the hospital rather than same-day discharge. The physician had done about twenty-five to thirty cases using the device. The approach was retrograde. A cordis sheath was used for the procedure. The deployment lever was fully depressed. The plug did deploy. Hemostasis was achieved with the vcd and the procedure was not aborted prior to plug deployment. The vcd and sheath were removed as a single unit. The angle of access was between thirty to forty-five degrees. Femoral artery suitability was verified by angiography. The patient¿s weight, blood pressure and anticoagulation status was unknown at the time of the pseudoaneurysm formation. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds/hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors to this event. Based on the information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2012-00543 and #9616099-2012-00548.

Event description:
The report received from the affiliate indicated that after an angiogram, the physician used a 6 fr. Exoseal vascular closure device (vcd) to achieve hemostasis. The product was reported to have functioned correctly. Compression of the site was done for about five (5) minutes. A minute later, a lump/pseudoaneurysm was noted. Compression was done for five hours. Ultrasound was done the next day and the lump had subsided. The patient has been all right since the event. The event resulted in an overnight stay in the hospital rather than same-day discharge. The physician had done about twenty-five to thirty cases using the device. The approach was retrograde. A cordis sheath was used for the procedure. The deployment lever was fully depressed. The plug did deploy. Hemostasis was achieved with the vcd and the procedure was not aborted prior to plug deployment. The vcd and sheath were removed as a single unit. The angle of access was between thirty to forty-five degrees. Femoral artery suitability was verified by angiography.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.this is one of two products used during the same procedure. Please reference MFR. Report #9616099-2012-00543 and #9616099-2012-00548.